Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 26-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic pain in the back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criterion medically significant), musculoskeletal pain ("intense back pain under the right shoulder blade, persistent for several weeks / chronic pain in the shoulders"), pain in extremity ("pain in both legs, localised to the calves / chronic pain in the legs, arms, fingers and wristers"), nausea ("nausea"), dyspepsia ("slow digestion"), diarrhoea ("episode of diarrhoea"), asthenia ("very severe asthenia"), social problem ("very poor quality sleep for several years with a negative impact on my private and professional life"), poor quality sleep ("very poor quality sleep for several years with a negative impact on my private and professional life"), disturbance in attention ("difficulty concentrating"), amnesia ("minor memory loss"), vertigo ("vertigo sometimes with a feeling of being drunk"), visual acuity reduced ("decreased visual acuity in a short time"), muscle spasms ("night cramps"), loss of personal independence in daily activities ("difficulties also in activities of daily living"), hot flush ("hot flushes"), dyspnoea exertional ("shortness of breath at the slightest effort"), negative thoughts ("gloomy thoughts") and apathy ("loss of desire"). In (B)(6) 2018, the patient experienced type 2 diabetes mellitus ("type 2 diabetes"). In (B)(6) 2019, the patient experienced depression ("depression") and burnout syndrome ("burn out"). In 2020, the patient experienced hypothyroidism ("frustrated hypothyroidism"). The patient was treated with paroxetine. Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal pain, pain in extremity, nausea, dyspepsia, type 2 diabetes mellitus, diarrhoea, depression, burnout syndrome, asthenia, social problem, poor quality sleep, disturbance in attention, amnesia, vertigo, hypothyroidism, visual acuity reduced, muscle spasms, loss of personal independence in daily activities, hot flush, dyspnoea exertional, negative thoughts and apathy outcome was unknown. The reporter provided no causality assessment for amnesia, apathy, asthenia, back pain, burnout syndrome, depression, diarrhoea, disturbance in attention, dyspepsia, dyspnoea exertional, hot flush, hypothyroidism, loss of personal independence in daily activities, muscle spasms, musculoskeletal pain, nausea, negative thoughts, pain in extremity, poor quality sleep, social problem, type 2 diabetes mellitus, vertigo and visual acuity reduced with essure. The reporter commented: on (B)(6) 2020 she had appointment with rheumatologist, submitted to blood and radiological tests, no rheumatoid pathologies, diagnosis of fibromyalgia. Diabetes type 2 since (B)(6) 2018 was treated with oral treatment and injection (no specified). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Imaging procedure - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-oct-2020. The most recent information was received on 16-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('presence of essure fragment in pelvis, possibly broke when doctor pulled at essure removal') and back pain ('chronic pain in the back, pain in right dorsal position') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced exostosis ("heel spur"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), visual acuity reduced ("decreased visual acuity in a short time"), dyspnoea exertional ("shortness of breath at the slightest effort"), vertigo ("vertigo sometimes with a feeling of being drunk"), hot flush ("hot flushes"), pain in extremity ("diffuse pain in both legs, localised to the calves / chronic pain in the legs, arms, fingers and wristers"), musculoskeletal pain ("intense back pain under the right shoulder blade, persistent for several weeks / chronic pain in the shoulders"), muscle spasms ("night cramps"), asthenia ("very severe asthenia"), nausea ("nausea"), dyspepsia ("slow digestion"), diarrhoea ("episode of diarrhoea"), apathy ("loss of desire"), poor quality sleep ("very poor quality sleep for several years with a negative impact on my private and professional life"), negative thoughts ("gloomy thoughts"), disturbance in attention ("difficulty concentrating"), amnesia ("minor memory loss") and loss of personal independence in daily activities ("difficulties also in activities of daily living"). In (B)(6) 2018, the patient experienced type 2 diabetes mellitus ("type 2 diabetes"). In (B)(6) 2019, the patient experienced depression ("depression") and burnout syndrome ("burn out"). In (B)(6) 2020, the patient experienced hypothyroidism ("subclinical hypothyroidism, no need of treatment"). In (B)(6) 2020, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2020, the patient experienced fatigue ("extreme fatigue"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure fragment in pelvis after salpingectomy"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain (hips, shoulders, knees)"). The patient was treated with insulin, oral antidiabetics, paroxetine and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and back pain had not resolved and the complication of device removal, type 2 diabetes mellitus, visual acuity reduced, hypothyroidism, dyspnoea exertional, vertigo, hot flush, osteoarthritis, arthralgia, pain in extremity, musculoskeletal pain, muscle spasms, exostosis, asthenia, nausea, dyspepsia, diarrhoea, fatigue, apathy, poor quality sleep, depression, negative thoughts, burnout syndrome, disturbance in attention, amnesia and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for amnesia, apathy, arthralgia, asthenia, back pain, burnout syndrome, complication of device removal, depression, device breakage, diarrhoea, disturbance in attention, dyspepsia, dyspnoea exertional, exostosis, fatigue, hot flush, hypothyroidism, loss of personal independence in daily activities, muscle spasms, musculoskeletal pain, nausea, negative thoughts, osteoarthritis, pain in extremity, poor quality sleep, type 2 diabetes mellitus, vertigo and visual acuity reduced with essure. The reporter commented: very poor quality sleep for several years with a negative impact on her private and professional life. On (B)(6) 2020 she consulted a rheumatologist, submitted to blood and radiological tests, no rheumatoid pathologies, diagnosis of fibromyalgia. In follow-up, nurse reported that essure was removed by bilateral salpingectomy due to diffuse pain since placement of essure. During 15 days, joint pain decreased partially. In (B)(6) 2020, sudden reappearance of back pain, diagnosis by attending physician: muscle contracture, physiotherapy sessions 2 to 3 times a week, joint pain still present, attending physician prescribed repeat x-ray as planned in explant protocol. Result: essure in projection of pelvis. Small dense opacity distinct from phleboliths, with a left latero-pelvic projection. On (B)(6) 2021, repeat scan, confirmation of presence of a fragment of essure. Doctor did not want to intervene again because of operative risk, need of hysterectomy, and confirmed that probably the implant had broken at time of removal, because she pulled on it. The fragment was surely very small, could be left like that. Attending physician did not see the need to remove the fragment because there was little risk of undesirable effects because it was certainly very small. The situation becomes very complicated to manage, patient had not restarted her activity as nurse, no one wanted to hear of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2013: essure in place; in (B)(6) 2020: nothing to report; in (B)(6) 2020: control after removal of the essure device. Result: essure in projection of the pelvis. Small dense opacity distinct from phleboliths, with a left lateropelvic projection; on (B)(6) 2021: repeat scanner, confirmation of the presence of a fragment of essure. Blood test - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia, osteoarthritis problems related to age and menopause. Imaging procedure - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-feb-2021: reporter / patient is a nurse herself. Date of birth / age added. History of type 2 diabetes. Essure in place at abdominal x-ray. New events: exostosis, osteoarthritis, joint pain, fatigue, device breakage, complication of device removal. On (B)(6) 2020, essure removal by laparoscopic bilateral salpingectomy. Tests and comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic pain in the back') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included paroxetine for depression and burn-out syndrome. On an unknown date, the patient started paroxetine (oral) at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criterion medically significant), musculoskeletal pain ("intense back pain under the right shoulder blade, persistent for several weeks / chronic pain in the shoulders"), pain in extremity ("pain in both legs, localised to the calves / chronic pain in the legs, arms, fingers and wrists"), nausea ("nausea"), dyspepsia ("slow digestion"), diarrhoea ("episode of diarrhoea"), asthenia ("very severe asthenia"), social problem ("very poor quality sleep for several years with a negative impact on my private and professional life"), poor quality sleep ("very poor quality sleep for several years with a negative impact on my private and professional life"), disturbance in attention ("difficulty concentrating"), amnesia ("minor memory loss"), vertigo ("vertigo sometimes with a feeling of being drunk"), visual acuity reduced ("decreased visual acuity in a short time"), muscle spasms ("night cramps"), loss of personal independence in daily activities ("difficulties also in activities of daily living"), hot flush ("hot flushes"), dyspnoea ("shortness of breath at the slightest effort"), negative thoughts ("gloomy thoughts") and apathy ("loss of desire"). In (B)(6) 2018, the patient experienced type 2 diabetes mellitus ("type 2 diabetes"). In (B)(6) 2019, the patient experienced depression ("depression") and burnout syndrome ("burn out"). In 2020, the patient experienced hypothyroidism ("frustrated hypothyroidism"). Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal pain, pain in extremity, nausea, dyspepsia, type 2 diabetes mellitus, diarrhoea, depression, burnout syndrome, asthenia, social problem, poor quality sleep, disturbance in attention, amnesia, vertigo, hypothyroidism, visual acuity reduced, muscle spasms, loss of personal independence in daily activities, hot flush, dyspnoea, negative thoughts and apathy outcome was unknown. The reporter provided no causality assessment for amnesia, apathy, asthenia, back pain, burnout syndrome, depression, diarrhoea, disturbance in attention, dyspepsia, dyspnoea, hot flush, hypothyroidism, loss of personal independence in daily activities, muscle spasms, musculoskeletal pain, nausea, negative thoughts, pain in extremity, poor quality sleep, social problem, type 2 diabetes mellitus, vertigo and visual acuity reduced with essure. The reporter commented: on (B)(6) 2020 she had appointment with rheumatologist, submitted to blood and radiological tests, no rheumatoid pathologies, diagnosis of fibromyalgia. Diabetes type 2 since (B)(6) 2018 was treated with oral treatment and injection (no specified). Diagnostic results (normal ranges are provided in parenthesis if available): blood test in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Imaging procedure in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 16-oct-2020. The most recent information was received on 22-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('presence of essure fragment in pelvis, possibly broke when doctor pulled at essure removal') and back pain ('chronic pain in the back, pain in right dorsal position') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced exostosis ("heel spur"). In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), visual acuity reduced ("decreased visual acuity in a short time"), dyspnoea exertional ("shortness of breath at the slightest effort"), vertigo ("vertigo sometimes with a feeling of being drunk"), hot flush ("hot flushes"), pain in extremity ("diffuse pain in both legs, localised to the calves / chronic pain in the legs, arms, fingers and wristers"), musculoskeletal pain ("intense back pain under the right shoulder blade, persistent for several weeks / chronic pain in the shoulders"), muscle spasms ("night cramps"), asthenia ("very severe asthenia"), nausea ("nausea"), dyspepsia ("slow digestion"), diarrhoea ("episode of diarrhoea"), apathy ("loss of desire"), poor quality sleep ("very poor quality sleep for several years with a negative impact on my private and professional life"), negative thoughts ("gloomy thoughts"), disturbance in attention ("dificulty concentrating"), amnesia ("minor memory loss") and loss of personal independence in daily activities ("difficulties also in activities of daily living"). In (B)(6) 2018, the patient experienced type 2 diabetes mellitus ("type 2 diabetes"). In (B)(6) 2019, the patient experienced depression ("depression") and burnout syndrome ("burn out"). In (B)(6) 2020, the patient experienced hypothyroidism ("subclinical hypothyroidism, no need of treatment"). In (B)(6) 2020, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2020, the patient experienced fatigue ("extreme fatigue"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("essure fragment in pelvis after salpingectomy"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain (hips, shoulders, knees)"). The patient was treated with insulin, oral antidiabetics, paroxetine and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage and back pain had not resolved and the complication of device removal, type 2 diabetes mellitus, visual acuity reduced, hypothyroidism, dyspnoea exertional, vertigo, hot flush, osteoarthritis, arthralgia, pain in extremity, musculoskeletal pain, muscle spasms, exostosis, asthenia, nausea, dyspepsia, diarrhoea, fatigue, apathy, poor quality sleep, depression, negative thoughts, burnout syndrome, disturbance in attention, amnesia and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for amnesia, apathy, arthralgia, asthenia, back pain, burnout syndrome, complication of device removal, depression, device breakage, diarrhoea, disturbance in attention, dyspepsia, dyspnoea exertional, exostosis, fatigue, hot flush, hypothyroidism, loss of personal independence in daily activities, muscle spasms, musculoskeletal pain, nausea, negative thoughts, osteoarthritis, pain in extremity, poor quality sleep, type 2 diabetes mellitus, vertigo and visual acuity reduced with essure. The reporter commented: very poor quality sleep for several years with a negative impact on her private and professional life. On (B)(6) 2020 she consulted a rheumatologist, submitted to blood and radiological tests, no rheumatoid pathologies, diagnosis of fibromyalgia. In follow-up, nurse reported that essure was removed by bilateral salpingectomy due to diffuse pain since placement of essure. During 15 days, joint pain decreased partially. In (B)(6) 2020, sudden reappearance of back pain, diagnosis by attending physician: muscle contracture, physiotherapy sessions 2 to 3 times a week, joint pain still present, attending physician prescribed repeat x-ray as planned in explant protocol. Result: essure in projection of pelvis. Small dense opacity distinct from phleboliths, with a left latero-pelvic projection. On (B)(6) 2021, repeat scan, confirmation of presence of a fragment of essure. Doctor did not want to intervene again because of operative risk, need of hysterectomy, and confirmed that probably the implant had broken at time of removal, because she pulled on it. The fragment was surely very small, could be left like that. Attending physician did not see the need to remove the fragment because there was little risk of undesirable effects because it was certainly very small. The situation becomes very complicated to manage, patient had not restarted her activity as nurse, no one wanted to hear of her pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2013: essure in place; in (B)(6) 2020: nothing to report; in (B)(6) 2020: control after removal of the essure device. Result: essure in projection of the pelvis. Small dense opacity distinct from phleboliths, with a left lateropelvic projection; on (B)(6) 2021: repeat scanner, confirmation of the presence of a fragment of essure. Blood test - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia, osteoarthritis problems related to age and menopause. Imaging procedure - in (B)(6) 2020: no rheumatoid pathologies, diagnosis of fibromyalgia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.